Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer experienced an elevated blood glucose (bg) level of 577 (mg/dl). Customer changed infusion site to treat bg levels. Customer indicated that they will be speaking with health care provider later this week to discuss diabetes management.